Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device estimated battery longevity dropped from two years remaining, to reaching elective replacement indicator (eri) in less than one year's timeframe. At this time the device remains implanted. No adverse patient effects were reported.